Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the collet is broken on the r3 straight shell impactor. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a thr surgery, surgeon was impacting the shell onto the patient and the weld on impactor cracked. The device broke during surgery, while inside the patient. It is unknown if pieces fell into the patient. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.